Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017, with blood glucose of 30 mg/dl at the time of the incident. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer had a high blood glucose reading of 269 mg/dl at the time of the incident, and was at 222 mg/dl at the time of the call. The customer had adjusted their basal rates 33% higher and was not eating. This may have caused their low blood glucose incident. The insulin pump will not be returned for analysis.